Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia following automated correction dosing by the ilet after hyperglycemic spikes, with lowest reported glucose values of 51 mg/dl and 56 mg/dl and brief durations below range treated with oral glucose, and no alarms were reported. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with juice, no emergency care, no hospitalization, and continued device use with observed automatic insulin suspension and subsequent lower correction dosing. Investigation included a review of the event history and user-reported blood glucose data, as well as troubleshooting and education regarding ilet operation and physiological factors relevant to cystic fibrosis¿related diabetes. Investigation of this case revealed that the device appeared to function as designed, including suspension of insulin and adaptive reduction of correction dosing, and that the cause of hypoglycemia remained unclear given possible endogenous insulin contribution. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and not attributable to a device malfunction.